Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735943, product ID: 9735793. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed a hardware failure with the power cord. There was a visible wear pattern in the power cord that was exposing wires. No hardware parts were replaced. Codes b01, c02 and d02 are applicable to this analysis." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were exposed wires in the power cable and the standard storage bin was damaged. There was no patient involvement.

Manufacturer narrative:
H3, h6: the power pack, lot number: unknown, was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was confirmed to be physical damage. There was slight wear on the cable jacket of the power cord, and no exposed wires. The power pack was fully functional. Code c07 is applicable, as are previously reported codes b01 and d02. The standard bucket, lot number: unknown, was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was confirmed to be physical damage. One of the four ball studs have been pulled out and is missing. Code c07 is applicable, as are previously reported codes b01 and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.